Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The filter was returned. One photo was provided. Based on the returned sample condition and the photo review, the investigation is confirmed for a detached filter arm. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment, a recovery cone was used to successfully capture and retrieve the filter without incident. A detached filter arm was discovered in the recovery cone upon retrieval. There was no reported patient injury.